Manufacturer narrative:
The insulin had no button response due to corroded keypad traces. No button error alarms noted during testing. No moisture damage found on electronics assembly during testing. The insulin pump was unable to perform displacement, prime, basic occlusion, occlusion and no delivery tests due to no button response.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that she received a button error alarm right after the insulin pump got exposed to moisture. The customer reported that the buttons were sticking. The customer's blood glucose was 450 mg/dl at the time of incident. The customer's blood glucose was 245 mg/dl at the time of call. The customer stated that she treated her low blood glucose with manual injections. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.